Manufacturer narrative:
H.6. Investigation summary: bd received [1] sample and [4] photos for investigation. Evaluation of the photographs indicated a cracked tube. Additionally, [100] retention samples from bd inventory, were evaluated and did not identify any instances of damaged tubes. Bd was able to confirm the customer¿s indicated failure mode based on the 4 photos attached and 1 sample returned to bd japan. Bd was not able to identify the exact root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube was found to be cracked during use, resulting in blood leakage. The following information was provided by the initial reporter. The customer stated: ¿according to the customer's report, the tube was found to be cracked during use, resulting in blood leakage.¿